Event description:
Reporter indicated that the pt has experienced an increase in seizures since an increase in device programmed parameters. Device diagnostic testing at an office visit in 2003 was within normal limits. The pt has not had any recent medication changes. The pt's device was programmed to lower settings and the physician will continue to monitor the pt's condition.